Manufacturer narrative:
Block b5 has been updated with additional information received on january 13, 2026. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient became hypotensive and had a pericardial effusion requiring drainage. During a pulmonary vein isolation (pvi) and supraventricular tachycardia (svt) ablation procedure, a dynamic xt electrode catheter was used. At the start of the case, the physician attempted an electrophysiology (ep) study; however, placement of the coronary sinus (cs) catheter was extremely difficult due to patient's anatomy. The physician alternated between a dynamic decapolar cs catheter and an abbott livewire duodecapolar catheter for approximately an hour to gain cs access, but cs access could not be achieved, and the ep study proceeded without it. After administration of isuprel, the patient experienced a drop in blood pressure. Intracardiac echocardiography (ice) confirmed a trivial pericardial effusion, which increased slightly upon re-evaluation a minute later. Continued monitoring revealed progressive enlargement of the effusion, which prompted the use of a pericardial synthesis kit to drain approximately 200 cc of blood. Protamine was administered, and the effusion subsequently stabilized. The patient remained stable throughout the intervention and was kept overnight for observation. The ablation procedure was not completed due to the pericardial effusion. The device was retained by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information received on january 13, 2026: a photo on the imaging performed was provided, confirming the presence of the effusion. The patient was subsequently discharged and had fully recovered.

Event description:
It was reported that the patient became hypotensive and had a pericardial effusion requiring drainage. During a pulmonary vein isolation (pvi) and supraventricular tachycardia (svt) ablation procedure, a dynamic xt electrode catheter was used. At the start of the case, the physician attempted an electrophysiology (ep) study; however, placement of the coronary sinus (cs) catheter was extremely difficult due to patient's anatomy. The physician alternated between a dynamic decapolar cs catheter and an abbott livewire duodecapolar catheter for approximately an hour to gain cs access, but cs access could not be achieved, and the ep study proceeded without it. After administration of isuprel, the patient experienced a drop in blood pressure. Intracardiac echocardiography (ice) confirmed a trivial pericardial effusion, which increased slightly upon re-evaluation a minute later. Continued monitoring revealed progressive enlargement of the effusion, which prompted the use of a pericardial synthesis kit to drain approximately 200 cc of blood. Protamine was administered, and the effusion subsequently stabilized. The patient remained stable throughout the intervention and was kept overnight for observation. The ablation procedure was not completed due to the pericardial effusion. The device was retained by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.